Event description:
It was reported that during preventative maintenance the cable on the motor device had a tear at console end. There was no reported patient involvement. It was unknown if a spare device was available for use; there was no report of delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the cord was damaged at the connector end exposing the spring. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.